Manufacturer narrative:
Film evaluation summary: the reported stent graft thrombus within the flared limb was confirmed; however, the exact cause of the thrombus could not be determined from the films provided. Review of pre-implant CT¿s revealed that the patient had bi-lobal aneurysms located within the descending and thoracoabdominal aorta. The descending thoracic contained thrombus and was essentially straight. Beginning near the level of the renal arteries the abdominal aorta was dissected, and the dissection continued down the entire length of the 43mm max diameter aaa, as well as into the left common iliac artery. CT¿s returned from 57 months post-implant revealed that multiple stent grafts had been implanted in the patient¿s thoracic and thora co-abdominal aorta. Beginning at the bottom of the arch, the proximally placed valiant stent graft was seen extending ~6cm above and overlapping a ~5-piece endurant ii stent graft system. The left flared limb of the bifurcated system extended distally into the proximal portion of the infrarenal aaa, and organized thrombus was seen primarily within the distal portion of the left limb. No other appreciable thrombus was observed within or distal to the devices. The devices were essentially straight, with no stent graft kinks or compression seen, and no obvious endoleak was observed. Other than the moderate thrombus observed within the thoracic aorta prior to implant, analysis of the returned films did not reveal any anatomical characteristics that could explain the observed stent graft thrombus. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient, along with a chimney graft, for the endovascular treatment of an unknown size abdominal aortic aneurysm and dissection, as part of a pside study. It was reported a follow up CT carried out approximately five years later showed thrombus in the patient's etlw1624199e stent graft limb. The limb was relined with the stent graft limb etlw1624c156e to cover the thrombus and a reliant balloon was used to post-dilate the overlap. It was noted that the treatment was successful with no further issues. As per the physician, the cause of the event cannot be determined no additional clinical sequelae were reported and the patient is fine.